Manufacturer narrative:
Follow up information (tubal perforation questionnaire) received on 02-feb-2016 from physician: the patient was gravida 1 and para 1, with no ectopic pregnancy, c-section or abortion/termination of pregnancy. She had no previous gynecological interventions. The patient is obese. The physician did not have the details of insertion procedure since it was not done by him. On (B)(6) 2014, a unilateral left essure perforation was diagnosed. No other organ or intra-abdominal structure was perforated. The diagnosis was made by ultrasound and x-ray; the proximal end of left essure device appeared outside the tube into mesosalpinx, the right essure was in right position. The patient presented abdominal pain and bleeding as symptoms reported during office visit on (B)(6) 2014. The physician did not know if the patient had confirmation test done. On (B)(6) 2014, essure was removed via laparoscopy, left salpingectomy was performed. The removal was considered medically necessary. The pathology result showed mild chronic cervicitis. At time of the report, the patient was recovered. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a (B)(6) female consumer who was submitted to a surgery to remove left essure (fallopian tube occlusion insert) coil due to an unilateral left essure perforation. The proximal end of left essure device appeared outside the tube into the mesosalpinx. This event is listed in essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain and bleeding after the procedure. In this particular case, patient developed abdominal pain and bleeding almost 6 years after essure placement and a perforation was diagnosed. Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5057265) in united states on 05-nov-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer experienced severe abdominal pain. On (B)(6) 2014, she was submitted to a surgery to remove left coil. During coil removal, left coil was found dislodged and was in the cervix. Consumer ended up having a tubal ligation. She assessed other serious (important medical event) as event outcome. Product technical complaint investigation result was received on 25-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was submitted to a surgery to remove left essure (fallopian tube occlusion insert) coil. During this procedure, the coil was found dislodged and was in the cervix. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, consumer developed abdominal pain and was submitted to a surgery (almost 6 years after essure placement) to remove left coil; which was expelled to cervix. Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 11-dec-2015: consumer's date of birth was added (she was (B)(6)). Consumer stated that surgery was done in september because she was having a lot of pain. Coil had moved or was bent and during surgery, coil was found in cervix.. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was submitted to a surgery to remove left essure (fallopian tube occlusion insert) coil. During this procedure, the coil was found dislodged and was in the cervix. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, consumer developed abdominal pain and was submitted to a surgery (almost 6 years after essure placement) to remove left coil; which was expelled to cervix. Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se.